Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of device breakage ("a part of delivery catheter broke and remained in uterine tube") in a (B)(6) year-old female patient who had essure (batch no. He011fb) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device insertion ("a part of delivery catheter broke and remained in uterine tube/ bilateral placement was not performed") and device deployment issue ("during use, problem with release of the insert"). Essure was removed. At the time of the report, the device breakage, complication of device insertion and device deployment issue had resolved. The reporter considered complication of device insertion, device breakage and device deployment issue to be related to essure. The reporter commented: the instructions for use were respected. The damaged part was retrieved in the fallopian tube. Patient had no injury. It was necessary to remove the essure device and the broken piece. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 24-aug-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1694 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 23-aug-2017: quality-safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of device breakage ("a part of delivery catheter broke and remained in uterine tube") in a 39-year-old female patient who had essure (batch no. He011fb) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "during use, problem with release of the insert" on (B)(6)2017. On (B)(6)2017, the patient had essure inserted. On (B)(6)2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device insertion ("a part of delivery catheter broke and remained in uterine tube/ bilateral placement was not performed"). The patient was treated with surgery (removal of the essure device and the broken piece). Essure was removed. At the time of the report, the device breakage and complication of device insertion had resolved. The reporter considered complication of device insertion and device breakage to be related to essure. The reporter commented: the instructions for use were respected. The damaged part was retrieved in the fallopian tube. Patient had no injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of device breakage ("a part of delivery catheter broke and remained in uterine tube") in a (B)(6) year-old female patient who had essure (batch no. He011fb) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device insertion ("a part of delivery catheter broke and remained in uterine tube/ bilateral placement was not performed") and device deployment issue ("during use, problem with release of the insert"). Essure was removed. At the time of the report, the device breakage, complication of device insertion and device deployment issue had resolved. The reporter considered complication of device insertion, device breakage and device deployment issue to be related to essure. The reporter commented the instructions for use were respected. The damaged part was retrieved in the fallopian tube. Patient had no injury. It was necessary to remove the essure device and the broken piece. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 04-aug-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1665 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 4-aug-2017: reporter information was updated and new reporter was added. It was also informed that it was necessary to remove the essure device and the broken piece. Nca number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of device breakage ("a part of delivery catheter broke and remained in uterine tube") in a (B)(6) female patient who had essure (batch no. He011fb) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant), complication of device insertion ("a part of delivery catheter broke and remained in uterine tube/ bilateral placement was not performed") and device deployment issue ("during use, problem with release of the insert"). At the time of the report, the device breakage, complication of device insertion and device deployment issue had resolved. The reporter considered complication of device insertion, device breakage and device deployment issue to be related to essure. The reporter commented the instructions for use were respected. The damaged part was retrieved in the fallopian tube. Patient had no injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 20-jul-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1658 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.